Manufacturer narrative:
(B)(4).

Event description:
During follow-up, multiple non-sustained rv-noise episodes with several false automatic mode switching episodes were observed. No intervention or patient symptoms were reported. The patient condition is stable.